Event description:
While unpacking a device for a coronary drug eluting stenting treatment procedure, stent damage was found. The taxus express2 2.5x16mm drug eluting stent was being removed from its packaging and the distal end was damaged and the end of the stent was crushed. The device was not used on the pt. The procedure was completed with another taxus stent. No pt complications occured. Pt status is satisfactory.